Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, they experienced diabetic ketoacidosis. The patient received false hypoglycemia cgm readings, while the patient was actually in hyperglycemia. The patient was taken to the emergency room and diagnosed with diabetic ketoacidosis. The patient did not provide any further details in regards to the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.